Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred prior to the malfunction. It is unknown whether the issue impacted the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and to contact support again if any issues reappear.